Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up/down arrow keypad buttons were sticking. It was noted that there was a tear in the up arrow keypad button. The patient reportedly wore the pump in a case outside of clothing and used a damp cloth to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling above the contrast button, exposing the button contact. The contrast button contact was missing and unresponsive. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok, up and down arrow keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.